Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture. Post transseptal puncture, the patient was given 9000 units of heparin before the procedure was continued. The physician inserted the was and began positioning the device in the patient. At this time, it was noted via transesophageal echocardiogram (tee) imaging that there was a thrombus present on the tip of the was. The physician aspirated the was and sucked the thrombus back into the sheath of the was and ultimately into the syringe. There was no thrombus that remained in the la or on the tip of the was. The physician waited until the activated clotting time (act) was at an acceptable level before continuing with the procedure. The procedure was then completed successfully with the closure device implanted in the laa of the patient. Post procedure the patient was in good condition. The patient did not experience any complications or consequences as a result of this event.